Event description:
During a clinic follow-up, episodes of far-field r wave oversensing, sensing noise, decreased sensing, automatic mode switch, increased capture, and an increase in the pacing impedance were observed on the right atrial (ra) lead. Insulation damage was alleged on the ra lead, but was unable to be confirmed. Technical support was contacted, provocative testing was performed and the noise was able to be reproduced. Additionally, the device was reprogrammed. The patient was stable and will continue to be monitored.